Event description:
It was further reported the cause of the event was the tool tip may not have been fully tightened. It was stated there were no abnormal impedance measurements. It was stated there was no injury to the patient.

Event description:
It was reported the tip of the tunneling tool twisted off dying manipulation of the tunneling tool that resulted in the tip remaining in the neck. This required another unplanned incision to retrieve the tip.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the reporter believed that the tip was untwisted in surgery due to repetitive twisting motion to attempt to make the tunneling process easier. It was noted that there were no updates on the patient. It was noted that no product would be returned.